Event description:
The patient reportedly experienced intermittencies with his device. Testing performed by a company representative showed that the device was functioning. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.